Event description:
Heartware ventricular assist device (hvad) patient presents with first time gastrointestinal (gi) bleeding event with left ventricular assist device (lvad) therapy. Hemoglobin (hgb) decrease from 9.6 to 8.8 over 48 hours in the setting of reported melena/diarrhea. 2 units of transfused blood required. Endoscopic evaluation with esophagogastroduodenoscopy (egd) and colonoscopy failed to identify bleeding source. Coumadin was successfully bridged with heparin prior to discharge. Asa 325 was resumed prior to discharge.